Event description:
It was reported that the battery cap could not be removed from the insulin pump. The blood glucose reading was 60 mg/dl. The customer stated that the low blood glucose event was likely due to not eating dinner the night before and that she would check her blood glucose level in an hour. Advised replacement of the battery cap. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.